Event description:
In 2008, a patient/layperson informed a customer care advocate, cca, that her onetouch ultra meter would not turn on. During troubleshooting, the cca discovered that the batteries were incorrectly installed. After re-inserting, the meter worked. When asked, the patient indicated, she had symptoms of sweating and shaking after the issue began. The patient self-treated with food. The cca replaced the product. The complaint is classified based upon information the patient/layperson gave to this senior medical affairs specialist on july 16, 2008. Because the meter allegedly would not turn on, a pharmacist inserted new batteries for the patient on approximately the day prior to original date. When the meter still would not power on after returning home, the patient made no adjustment to her daily regimen of lantus, metformin, and actos. On original date at 5:00 am, the patient reportedly became shaky and sweaty. Thinking she may be low but unable to test due to no power, the patient ate bread. Although she felt better, the patient attributes the symptoms to a cold and ear infection. The patient denied that the meter was responsible for her symptoms. Because the patient's symptoms can be associated with severe hypoglycemia and occurred after the issue began, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.